Manufacturer narrative:
(B)(4) review of lot records/work orders, prior reports. No issues were noted. (B)(4) use of device with aneurysm neck angle greater than 60 degrees is considered off-label per instructions for use

Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device and an aortic extension. A computed tomography scan revealed a proximal type I endoleak. On (B)(6) 2011, the patient was treated with aortic extension and a balloon expandable aortic stent which corrected the proximal type I endoleak. The company representative, who was present at the secondary intervention, stated at time of initial implant the patient's proximal neck angle was greater than 60 degrees.

Manufacturer narrative:
Model reads 34-34-100rle, should read 34-34-120rle.